Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there is an essure device which appears to have migrated superiorly into the left mid abdominal region.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gallbladder removal in 1994, abdominal pain, back pain, bladder hydrodistention and flank pain. Concurrent conditions included weight normal. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, urinary tract infection, dysmenorrhoea, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, nausea, pelvic pain, urinary tract infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on 21-apr-2021: medical record received: case category upgraded to serious incident. Event 'there is an essure device which appears to have migrated superiorly into the left mid abdominal region', medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('there is an essure device, which appears to have migrated superiorly into the left mid abdominal region'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo an essure confirmation test". The patient's medical history included: gallbladder removal in 1994, abdominal pain, back pain, bladder hydrodistention and flank pain. Concurrent conditions included: weight normal. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). And was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, urinary tract infection, dysmenorrhoea, weight increased and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, nausea, pelvic pain, urinary tract infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 153 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 12-may-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.